Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 20 synergy ii drug eluting stent was advanced to treat the target lesion. However, upon deploying, it was noticed that the balloon broke. The stent was deployed and the device was removed which revealed a balloon pinhole. Subsequently, another 2.25 balloon catheter was advanced and deployed the stent sufficiently. The procedure was completed with no patient complications.